Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of amplatzer amulet (left atrial appendage occlusion (laao)) were reported in a research article in a subject population with multiple co-morbidities including diabetes, arterial hypertension, chronic obstructive pulmonary disease, coronary artery disease, peripheral vascular disease, prior myocardial infarction, prior stroke/transient ischemic attack, prior peripheral embolism, prior bleeding, prior left atrial appendage thrombus, atrial fibrillation, renal failure, aortic regurgitation, mitral regurgitation, tricuspid regurgitation, aortic stenosis, mitral stenosis, and tricuspid stenosis. Some of the complications reported were residual shunt, pericardial effusion, hematoma, transient ischemic attack, hemorrhage/blood loss/bleeding, and unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, ¿the CT derived angle between the transseptal puncture site and the left atrial appendage as a predictor for complex interventional occlusion procedures¿, was reviewed. The article presented a retrospective, single center experience to evaluate the role of the CT-derived angle between the intra-atrial septum (ias) and the left atrial appendage (laa) on procedural complexity and clinical outcomes in left atrial appendage occlusion (laao) procedures. Devices included in this study were amulet, watchman, coherex, occlutech, and lambre. The article concluded that the angle between the transseptal puncture site and the laa ostiummay serve as a predictor for more demanding laao interventions. In the study a steeper angle led to a prolonged procedure resulting in higher doses of contrast and radiation, but was not associated with a worse procedural outcome. [The primary and corresponding author was alexander sedaghat, med. Klinik und poliklinik ii ¿ herzzentrum bonn, germany, with corresponding email: (B)(6).